Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs. Visual inspection of the returned photos noted the first photo shows s surgical procedure. The second photo is of a reload clamped on tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during the beginning of the surgery, the device only performed one shot then the handle hung up and broke. Another handle and reload were used to complete the case. There was no patient injury.